Event description:
The customer contact reported loss of suction. Prior to patient use during the testing of the device, a loss of suction was noted. At this time, it was reported that the lid of the device was cracked. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a 80gcx common device name and is 510k exempt.